Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was found lying in the street, experiencing a heart problem. The patient is transferred to the hospital, that patient received an external shock to resuscitate. Upon interrogation of the implantable cardiac monitor, it appeared to the physician that the device did not measure correctly but had recorded tachycardia. The physician also indicated that the patient had episodes of pre and post syncope in which the device did not record the arrhythmia¿s. The device was explanted and replaced with an implantable cardiac defibrillator.